Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV against left device. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV" against left device. Device explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV" against left device. The device remains implanted.